Event description:
It was reported that a patient presented remotely via merlin. Net with noise reversion showing noises both on atrial and right ventricle (rv) leads. The rv lead noise had caused over sensing and led to pacing inhibition. No intervention or procedure was reported for both atrial and rv leads. The patient had no consequences.